Event description:
The user facility reported that an impella in aorta alarm appeared during impella 5.5 support for a 60 year old man with acute decompensated cardiomyopathy. In response to the noted failure, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.